Manufacturer narrative:
H.6 investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2335921 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation and filling processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2335921 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. The media was medium yellow clear to trace as described in the certificate of analysis . For investigation, two retention tubes went into incubation. One tube was incubated in the 20-25 degrees celsius incubator, and one tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of turbidity or microbial growth. The media remained a clear medium yellow as described in the certificate of analysis. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination/appearance/non-viable defects. Material 221788 should be boiled for ten minutes the media should clear to a clear medium yellow as described in the certificate of analysis. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. Other sources of dead organisms visible upon gram staining include staining reagents, immersion oil, glass slides, and the specimens used for inoculation. If there is uncertainty about the validity of the gram stain, the culture should be reincubated for another hour or two and the test repeated before a report is given. Bd will continue to trend complaints for appearance and non-viables. This complaint cannot be confirmed h3 other text : see h.10.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin tubes were found with gram negative bacteria. The following information was provided by the initial reporter: the customer is reporting the thio w hemin tubes from lot 2335921 are contaminated with gram negative bacteria.

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin tubes were found with gram negative bacteria. The following information was provided by the initial reporter: the customer is reporting the thio w hemin tubes from lot 2335921 are contaminated with gram negative bacteria.